Manufacturer narrative:
H3, h6: the ri cori (us), rob10024, sn (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was not completed. The product was not returned and no evidence was made available to link the complaint to a CAPA, hhe/pra, field action. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a software issue. This failure is an identified failure mode within the risk assessment and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that, during set up and after handpiece calibration for a cori-assisted tka surgery, while the cori was waiting on the camera visualization screen before any registrations have been done in the case, the real intelligence cori console shut off and the blue man icon appeared on the touch screen below. They had to shut down and restart the cori to get the cori ready to be used again. The procedure was finished with the same device without significant delays. The patient was not harmed.